Event description:
The service reports shows that while evaluating the device, the nellcor puritan-bennett service technician found the volumes to be out of specification. The service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.